Manufacturer narrative:
The reported event of high pacing lead impedance was confirmed. As received, a partial lead was returned in two pieces for analysis. Visual inspection found the ring electrode to be covered with calcification/fibrosis. The cause of high pacing lead impedance was isolated to calcification found on the ring electrode.

Event description:
It was reported during remote follow up that the right ventricular lead exhibited high pacing impedance. No intervention was reported. There were no patient consequences.

Event description:
Additional information received noted that the lead was explanted on (B)(6) 2025. There were no patient consequences.